Event description:
It was reported that the device snapped during use. When the surgeon removed the device the tip was missing. Using x ray it was ascertained that this tip was inside the vertebral body of the patient. The surgeon deemed this as no risk to the patient and completed the procedure without the use of the navigation device, using the x-ray instead for guidance. There is no know consequences to the patient, and no significant procedural delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device snapped during use. When the surgeon removed the device the tip was missing. Using x ray it was ascertained that this tip was inside the vertebral body of the patient. The surgeon deemed this as no risk to the patient and completed the procedure without the use of the navigation device, using the x-ray instead for guidance. There is no know consequences to the patient, and no significant procedural delays.